Event description:
It was reported that the deep brain stimulation (dbs) patient experienced inadequate tremor therapy control and erosion at the lead extension implant site. Attempts to reprogram the dbs were made however were unsuccessful. The physician assessed that the leads were sub-optimally placed during initial implant however did not provide assessment for erosion. The patient underwent a procedure wherein the extensions were replaced, and the brain lead was removed and a new lead placed in a more optimal target area. Analysis of the dbs devices was not performed as they were retained by the facility. The patient did well post-operatively.

Manufacturer narrative:
Block d2b: additional pro codes nhl, pjs. Additional suspect medical device components involved in the event: product family: dbs-extension. Upn: m365nm3138550. Model: nm-3138-55. Serial: (B)(6). Batch: 7124834. UDI: (B)(4). Product family: dbs-extension. Upn: m365nm3138550. Model: nm-3138-55. Serial: (B)(6). Batch: 7125059. UDI: (B)(4).